Event description:
It was reported the the proxymal end of the lead could not be inserted in the connector block of the implantable neurostimulator. It was stated the products were implanted and remained in service and the issue was resolved without injury.

Manufacturer narrative:
Product ID: 3889, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.